Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported that the clips were not closing completely. A new device was opened to complete the case. There was no consequence to the patient.